Event description:
It was reported that the procedure was to treat a 90% stenosed, de novo lesion in the mid diagonal artery with mild tortuosity and mild calcification. The lesion was pre-dilated with a 1.2 x 8 mm balloon dilatation catheter. The 2.5 x 15 mm xience xpedition stent delivery system (sds) was advanced to the lesion and the stent was deployed at 12 atmospheres (atm); however, an edge dissection occurred. A new xience xpedition was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.